Event description:
Dealer has reported an incident that occurred in a nursing facility. Reportedly, the patient lift tipped over with the end user during a transfer. Please see additional information reported on this incident.

Manufacturer narrative:
The owner's manual part number 1024492 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer(s) have fully read and understand the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed. The dealer went to do an evaluation of the involved lift at this facility. In speaking with the nursing staff he was informed that in the past few weeks, the lift had tipped up on 3 wheels while patients were in it. The nursing staff reported they have 2 people present during transfers. The reporter stated the end user suffered scratches and bruising. He states his evaluation of the unit showed that the legs open and close and stay locked and in placed, but there was some grinding in the mechanism where the legs open and close, like a bad bearing noise. He said that apparently its' been like that for a while. This incident is being filed as a serious injury. There is no information that the end user received medical intervention or treatment however this incident reasonably suggests the end user (s) could have seriously been injured. It is unknown if the end user was treated or further evaluated, however does reside in a nursing facility and it is assumed he was likely treated locally at this user facility. If any further information is received the incident will be updated and or corrected accordingly and a supplemental report will be filed.